Manufacturer narrative:
A service engineer (se) inspected the device and replaced the breath delivery (bd) printed circuit board (pcb), graphical user interface (gui) pcb, and the gui backlight assemblies. The unit passed testing and operated within the manufacturing specifications. Should the replaced components be returned to the manufacturing site, additional evaluations will be performed and a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator alarmed loss of communication and the screen would not turn on; the unit was reported to have generated an inoperable error code. The patient was placed on an alternate ventilator and there was no harm to the patient as a result of the event.